Event description:
It was reported that the patient experienced shocks due to 1:1 supra ventricular tachycardia (svt) and was admitted to the emergency room (ER). The svt was in the ventricular tachycardia (vt) and fast-vt zones and it was noted the device was operating as programmed however the therapy delivery was unsuccessful; additionally the episode log revealed the patient had been having runs of svt and non-sustained vt (vt-ns). The technical services representative and physician discussed optimization through reprogramming and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4087, competitor implantable pacing lead, (B)(6) 2004. (B)(4).